Event description:
It was reported that subsequent to the implant of a protegen sling and the need to have the sling removed due to complications, the pt was injured and damaged. The device was not returned for eval.